Manufacturer narrative:
Insulin pump received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, serial number label faded, end cap address label missing, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic guard and the o-rings were missing from the reservoir compartment. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.